Manufacturer narrative:
(B)(4). This is a report of use error, where the damaged supplies were used for peritoneal dialysis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ the guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide also warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the cassette leaked during set-up for peritoneal dialysis therapy on a homechoice device. The patient was not connected at the time of the event. The patient reported that they had made a cut to the tubing while setting up. The technical service representative assisted the patient with ending therapy. The patient would complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.